Manufacturer narrative:
Pump received with blank display due to defect x1 on m/bd.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 88 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer was advised to remove the battery for two hours and call back if the issue persisted. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.